Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received discrepant results for a patient sample using the sars-cov-2/influenza a/b assay generated on the cobas liat system. On (B)(6) 2021 the customer reported that they received sars-cov-2 negative, influenza a positive and influenza b invalid results for a single patient sample that was generated on the cobas liat system (s/n (B)(4)). The same patient sample was retested on a different cobas liat system(s/n (B)(4)) that generated sars-cov-2 negative, influenza a negative and influenza b negative results. The patient sample was collected using remel m4rt with the small swabs. The swab was a nasopharyngeal swab and universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The negative results were reported to the customer and / or personnel treating the patient. The customer confirmed there was no allegation of harm to the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n 16532) was not required to be returned for evaluation and repair. The system¿s assessment identified several leakages to have happened in this analyzer which affected both background and baseline levels of all channels, but these returned back to their original values over the course of runs performed afterwards. However, during the last two runs a big shift in the background can be observed. A leakage is believed to have happened over the course of these two runs leading to low baseline values and the observed false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI (B)(4). (B)(4).